Event description:
A medtronic representative reported that the cranial navigation software unexpectedly exited during a cranial surgery. She pressed the ctrl+alt+backspace keys and was able to re-enter the software without issue. The system was rebooted at 0730 cst and had been in the cranial software application for at least two hours (unsure exactly when exit occurred as screens in room were off and the rep observed this issue on the rack monitor outside of the room). They were not using navigation when this occurred so there was no delay to the case or impact to the patient outcome.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.